Event description:
It was reported that the patients ipg charged more often for longer period of time. The patient underwent a full scs explant procedure and was doing well postoperatively. Explanted device was returned.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg charged more often for longer period of time. The patient underwent a full scs explant procedure and was doing well postoperatively. Explanted device will be returned..